Manufacturer narrative:
The customer did not accept the quote for service. No repair activity was performed by philips. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a battery issue.

Manufacturer narrative:
Phone number: (B)(6).